Manufacturer narrative:
A batch record review of lot b134 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for tubing leak. Tubing leak was investigated through CAPA (B)(4). CAPA (B)(4) was closed. This assessment is based on information available at the time of the investigation. A picture was returned for evaluation. Analysis of the returned picture is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
The customer called to report blood leaking form the return pump tubing segment during treatment procedure. The customer aborted the treatment procedure and did not return any blood/product to the patient. The customer stated there were no alarms during prime. The customer stated there were no alarms prior to the blood leak. The customer stated the patient was stable. The customer's biomed engineer is therakos trained and will perform the necessary service on the instrument. A service order was not generated. Update (B)(4) 2014: the customer's biomed engineer submitted an order for a new pump head for the instrument. The biomed engineer was not able to completely clean the blood from the pump head rollers after the blood leak; thus he is replacing the pump head. The customer stated that the kit was discarded however a picture was sent for evaluation.